Event description:
It was reported by the nurse during testing that the ventilator shut down with an audible alarm and would not power back on. The ventilator was not on a pt when the reported problem occurred.